Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used enlite sensor showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received calibration errors and differences between sensor glucose and blood glucose readings. Customer's sensor glucose was remaining at 50 mg/dl and blood glucose was 66 mg/dl. Later she tried to calibrate and the sensor glucose was at 95 mg/dl. Customer was limited to troubleshooting. The blood glucose reading was 199 mg/dl. Nothing further reported.